Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred and multiple intermittent minimum fill notifications occurred after filling cartridges with 300 units of insulin. Additionally, it was reported that customer received multiple notifications indicating that "cartridge has been already used." Reportedly, customer changed the pump supplies to address the reported issues and continued to use the pump for insulin therapy. Customer's blood glucose (bg) level ranged from 400 mg/dl to over 600 mg/dl due to occlusion alarms. Manual injections were administered to address elevated bg levels.